Event description:
Air leak from pulmonary artery catheter balloon reported. A pulmonary artery catheter was inserted into a pt for coronary artery bypass graft surgery. The balloon was tested prior to insertion and was noted to be intact. After it was inserted into the pt, it didn't advance into the pulmonary artery, and when the practitioner attempted to wedge, "the balloon did not feel like it inflated". The catheter was removed, and tested under water. The balloon was reported to be intact. It was noted that when the syringe was released, the balloon would deflate. When the balloon was inflated quickly with 1.5cc of air,the balloon inflated and stayed inflated with no leak noted. When attempting to inflate the balloon slowly, it would not inflate and a small stream of air bubbles was noted from the balloon. No pt harm was reported. No pt data available.